Event description:
It was reported that the pt's pump was replaced because, the pump had reached its end of service. During the procedure, a defect on the connection on the sutureless connector was observed. The catheter was also completely replaced and connected to the new pump. The pt was fine following the surgery. The drug in the pump at the time of the event was baclofen. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).